Manufacturer narrative:
Unit p-cap or reservoir locked properly in place. Unit received with cracked keypad overlay and serial number label missing. Unit passed the displacement test. Insulin pump error 63 alarmed during self test and was confirmed in the formatted history file (variableinfo = 3) due to broken trace at pin#1 at u1 keypad assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a hardware low level failures. The customer stated they were able to clear the alarm and were able to complete the rewind process. Customer performed self test and test did not passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.